Event description:
It was reported that during a general surgery the clips fired in a scissored form. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely since it was visible at 15th firing sequence. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.